Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had inner cannula issue with having difficulty in pushing it in to his neck. Dr. (B)(6) states that she also experienced "folding in half of the inner cannula close to the phalange" during placement with and without the obturator in place. This did not result in airway compromise and patient was discharged home. There was no patient injury.